Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she was having issues with the insulin pump. She woke up with high blood glucose and they have been for two days. She delivered a bolus and the device alarmed no delivery. She changed the reservoir and it resolved the issues. Then this morning she woke up high again. She attempted to treat and the device alarmed no delivery. She feels the issue is with the insulin pump. Customer's blood glucose was 433 mg/dl, treated with manual injection current 280 mg/dl. Troubleshooting was performed and insulin did exit during manual prime and it alarmed no delivery. She pushed insulin manually through tubing and stated there was greater than normal force. Customer was advised to change the reservoir and infusion set. The reservoir is not returning for further analysis.